Event description:
A malfunction alarm with code malf 16 was reported, and there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was under warranty, and technical support arranged to replace it. The customer was advised to use an alternate method of insulin delivery, specifically multiple daily injections, until the replacement arrived. Instructions for putting the faulty pump into storage mode and the return process were provided, which the customer understood and acknowledged.